Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report for manufacturers (mw5081721) was received on 07jan2019 with the following information: on (B)(6) 2018, a monopolar cord (integra jarit) was inserted into the covidien valleylab electrocautery machine. The integra jarit monopolar cord was attached to the five (5) millimeter (mm) covidien autosuture endoshear, bovie settings were 35/35. About 15 minutes into procedure there were complaints that something was wrong with the bovie. While looking at the valleylab electrocautery machine a small candle light flame was noted. Flame was extinguished. The monopolar cord burned off into 2 pieces. A visual check by the employee prior to use was done and there were no visual damages to the cord. Sterilization of these integra jarit is according to manufacturers (MFR's) recommendation. It is unknown if there was any patient contact, injury or surgical delay. Request for additional information has been sent.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. However, an investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. The reported complaint is unconfirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.

Event description:
N/a